Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. D4 ¿ primary unique device identification (UDI) number is only the di number. The pi number is not available as the lot number is unknown.

Event description:
Terumo cardiovascular has been informed through proactive customer surveys for post market surveillance activities, that the user facility experienced a failure with the oxygenator. As this information was received through a customer survey, it is unknown when the event occurred, if there was a delay in the procedure, if the product was changed out, if the surgery was completed successfully, or if there was any patient effect as a result of the event.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 1, 2024. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4119, 4114, 3221, 4315). This complaint was created with information received from a post market surveillance survey. Without a sample or product lot information being provided; a thorough investigation could not be performed, and a root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.